Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient¿s device did not seem to be working. The patient had no stimulation sensation. The issue began in the week or so prior to the report. The patient would turn their stimulation all the way up to 10.5 and they could still not feel stimulation. The therapy was not working and their joint pain had returned. The patient was in a car accident on (B)(6) but they did not notice a change in their therapy at that time. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient received assistance from the health care provider (hcp) and manufacturer representative and their concerns were resolved.